Manufacturer narrative:
The product was returned with the membrane completely unfolded. The extracorporeal tubing was not returned with the product. A visual examination of the product detected the inner lumen within the catheter was partially separated within a kink approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, and y-fitting was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "low vacuum pressure" alarm was generated and blood was seen in helium tubing. Therapy was suspended temporarily, but a new iab was inserted to continue therapy. A circuit on the console was checked by the customer. Insertion was through the left subclavian, which is an off-label insertion site. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "low vacuum pressure" alarm was generated and blood was seen in helium tubing. Therapy was suspended temporarily, but a new iab was inserted to continue therapy. A circuit on the console was checked by the customer. Insertion was through the left subclavian, which is an off-label insertion site. There was no reported injury to the patient.

Manufacturer narrative:
Analysis of production records, 3331. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "low vacuum pressure" alarm was generated and blood was seen in helium tubing. Therapy was suspended temporarily, but a new iab was inserted to continue therapy. A circuit on the console was checked by the customer. Insertion was through the left subclavian, which is an off-label insertion site. There was no reported injury to the patient.